Event description:
During a carotid stenting procedure, the patient suffered a neurological deficit of behavioral change, aphasia, and hemiparesis of the left side. The diagnosis was an ischemic stroke. The patient also suffered a myocardial infarction post-procedure. The patient is a male. The physician made access to the patient in the right groin. After performing selective cerebral angiography, the physician noted an 81% stenosis of the right internal carotid artery (ica). The vessel was also noted to be extremely ulcerated and irregular along its course with approximately 65cm of diseased vessel exposed. A 6fr cook shuttle sheath was advanced into the descending aorta over a .038 exchange wire. The wire was removed and a viatek catheter was brought up and reconstituted and used to selectively catheterize the right common carotid. The .038 exchange wire was re-advanced into the proximal common and the cook shuttle was positioned in the common carotid artery. The patient at this point received a total of 6000 units of heparin. The angioguard distal protection device was advanced and placed in good position beyond the lesion. The patient remained stable through out this time period. The physician then advanced the precise 9x40 stent to the area of stenosis in the right ica. The stent was deployed without difficulty. However, the patient started to have some mental status decline with moderate aphasia, less verbal output, and spontaneous movement on his right side, consistent with possible left hemispheric ischemia.

Manufacturer narrative:
An angiogram was performed showing extremely slow flow through the carotid artery. A cerebral angiogram was performed and also showed extremely slow flow and much less robust filling of the cerebral vasculature, suggestive of occlusion or some level of decreased perfusion of the right hemisphere via the right carotid. Therefore, the physician decided to place a second precise 10 x 30 stent to cover the full extent of the lesion. There was no difficulty placing the stent. A second angiographic run was performed and again demonstrated extremely slow flow through the carotid. Therefore, the capture sheath was advanced and was used to recapture the filter basket. The filter basket was partially re-captured as there was concern that fully recapturing the basket may squeeze emboli through the tip, sending the debris distally. The filter basket was successfully removed from the patient. A repeat angiogram showed complete resolution of the slow blood flow. Additionally, it demonstrated return filling of the anterior communicating artery territories, indicating increased flow to the hemispheres. Inspection of the filter when outside the patient revealed a large amount of plaque and debris in the basket. The filter device had worked as indicated. However, it became so full, it caused a partial occlusion of the right carotid, and therefore, the patient was having left-sided ischemia due to his left-sided occlusion and the patient's dependency on his right circulation. This condition improved substantially with the re-capture of the filter basket. Post-procedure angiograms also showed a small amount of decreased capillary phase filling in the high right parietal region, suggestive of the possibility of small embolic material getting out distally. Therefore, integrilin was administered and an angiogram showed improved capillary phase through the region. By the time the patient was taken to the surgical ICU, the patient's right side had recovered its spontaneous movement, and the patient's interaction was improved and he could follow commands. However, his left side was weaker with less spontaneous movement. The next day, the patient suffered a myocardial infarction. Cardiac enzymes were drawn in 2008, at approximately 12:30am and were extremely elevated. This event occurred 4-10 hours post op. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report # 9616099-2008-01319, 9616099-2008-01320.